Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). The history log files were read out and analyzed. It could be detected, that the customer worked with the kvo mode of the pump. Kvo mode is a special mode and will start near end of an infusion mode. So the infusion stops not complete, rather the pump works longer with a lower rate. A visible inspection was performed. No damages could be detected. A functional investigation could be finished with a positive result. A delivery accuracy measurement according to iec (B)(4) was arranged. During a disassembling for an inside investigation, some residues of liquid could be found on the emc protection shield, the lower housing and the ribbon cable for the operation unit. The device fulfills the required values according to the specifications of the technical safety check (tsc). The complaint could be not confirmed. During the performed delivery accuracy measurement no deviation could be detected. If the kvo is active, the pump changed automatically the programmed rate, when the infusion is finished, to a lower rate and works further. The changing rate can read in the IFU. The pump operate within our specification.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in ireland): "changing rate by itself"